Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer only provided values for one inaccuracy. Reportedly, the cgm bg reading was 380 mg/dl, and the meter bg reading was 160 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.